Event description:
When the wire was taken out of the package it was found that the tip was broken. The product was not clinically used in the pt. Another cordis wire from the saame lot was used to complete the procedure.